Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had a fiber optic sensor failure alarm during use, augmentation was at 45 and that an augmentation below limit set alarm was present. When asked about any recent patient movement, user stated the patient had recently stood up. Esp personnel instructed him to unplug and reinsert the fo sensor cable into the pump. Additioanally asked him to inspect the fo cable for any kinks, bends, or restrictions, at which time a kink was identified near the insertion site. Esp personnel reviewed the steps to transition from the fo sensor to a transducer as the pressure source. After transitioning to the pressure source and reviewing the wave form, damped pressures along with suboptimal augmentation were observed. The user stated that an xray was completed that morning, and the balloon was in the appropriate position. Esp personnel then guided the user through aspirating and flushing the inner lumen, after which pressure values and waveforms were appropriate, along with improved augmentation and no alarms. The bedside team agreed to secure, coil, and label the fo cable with do not use and return the catheter to us when no longer needed. There was no injury reported.

Manufacturer narrative:
Due to character limit in d10 is sensation plus 50cc balloon, e1 postal code is 92354 2804the engineer instructed the doctor to unplug and reinsert the fo sensor cable into the pump. The engineer then asked the doctor to inspect the fo cable for any kinks, bends, or restrictions, at which time a kink was identified near the insertion site. Complaint information was obtained. The engineer reviewed the steps to transition from the fo sensor to a transducer as the pressure source. After transitioning to the pressure source and reviewing the waveform, damped pressures along with suboptimal augmentation were observed. When asked, the doctor stated that an x ray had been completed that morning and the balloon was in the appropriate position. The engineer then guided the doctor through aspirating and flushing the inner lumen, after which pressure values and waveforms were appropriate, along with improved augmentation and no alarms. The bedside team agreed to secure, coil, and label the fo cable with do not use and return the catheter when no longer needed. The doctor was appreciative of the support and denied any additional needs.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0001986 in your database.